Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon delivery catheter system (dcs) insertion, the dcs caught onto a suture thread and hemorrhaging at the access site was observed. The dcs and valve were used the complete the procedure. Upon removal of the dcs, a 6 millimeter (mm) x 80 mm stent (eluvia) was placed to treat the hemorrhage. Additional information was received that during the valve implant, the access site for the delivery catheter system (dcs) was the right femoral artery. The minimum diameter of the access vessel was 4.8 millimeter (mm) in the right external iliac artery. The hemorrhage occurred on the right femoral cutdown part. Additional information was received that a pre-implant balloon dilation was performed with a 20 mm non-medtronic (inoue) balloon and the inline sheath was used for the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the access site for the delivery catheter system (dcs) was the right femoral artery. The minimum diameter of the access vessel was 4.8 millimeter (mm) in the right external iliac artery. The hemorrhage occurred on the right femoral cutdown part.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {evolutfx-29}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {(B)(6) 2025}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon delivery catheter system (dcs) insertion, the dcs caught onto a suture thread and hemorrhaging at the access site was observed. The dcs and valve were used the complete the procedure. Upon removal of the dcs, a 6 millimeter (mm) x 80 mm stent was placed to treat the hemorrhage.